Event description:
A tech reported two patients with refractive surprises following intraocular lens (iol) implant surgery. This pt's iol was reported to have rotated. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first of two patients.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/26/2010 and 09/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).